Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock to this patient due to oversensing of noise. A high out of range shock impedance measurement was also observed. Surgical intervention was performed and the electrode was explanted and replaced. With a new electrode connected to this s-ICD, telemetry was unable to be established with the device. Despite troubleshooting efforts, the field was unable to re-establish telemetry with the s-ICD, so it too was explanted and replaced during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Visual examination noted no anomalies. A diagnostic device download was performed which showed multiple lead impedance and power supply (ps) errors were recorded by the device. The s-ICD had telemetry at one point and then telemetry could no longer be established. The battery case was removed and the battery voltage was measured at 9.2 volts. The s-ICD was subjected to testing and did not pass lead impedance testing, telemetry link testing, and had multiple other errors indicating a possible hardware issue. The s-ICD did not have any wake-up pulses. Detailed analysis determined this device appeared to be exhibiting behavior consistent with cracked solder joints on the high voltage capacitor.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock to this patient due to oversensing of noise. A high out of range shock impedance measurement was also observed. Surgical intervention was performed and the electrode was explanted and replaced. With a new electrode connected to this s-ICD, telemetry was unable to be established with the device. Despite troubleshooting efforts, the field was unable to re-establish telemetry with the s-ICD, so it too was explanted and replaced during the procedure. No additional adverse patient effects were reported. The s-ICD system is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.